Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer observe time clock and it was advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.